Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 13.sep.2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown surgical procedure on (B)(6) 2017, the plastic handle on the blade impactor broke while inserting the blade. All fragments were easily removed. Procedure was completed successfully with an unspecified delay, but no harm to patient. Concomitant devices reported: blade (part number unknown, lot number unknown, quantity 1). This report is for one (1) blade impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Appropriate actions have been initiated/taken to address the matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient relevant history initially reported as obese, corrected to diabetic device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.